Event description:
Patient reportedly obtained back to back readings on patient's ss meter of 40 and 15 mg/dl. No symptoms were reported. Unable to reach patient by phone to follow-up. Letter was sent requesting patient contact lfs. No harm was alleged.